Event description:
Related manufacturer number: 2017865-2022-06109. It was reported that non capture was observed on the right atrial and right ventricular lead. It was noted that both the atrial and ventricular leads were dislodged. The atrial and ventricular lead were explanted and replaced. The patient was stable.